Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a none calcified unspecified vessel. A 1.20mm x 8mm emerge¿ balloon catheter was selected for dilatation. However, during introduction, it was noted that the balloon ruptured. No segment of the balloon was detached inside the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.